Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact on the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if any malfunction code appears again.